Event description:
It was reported that during the implant after extending the helix of this lead the parameters were not ideal after adjusting the lead position. After retracting the helix, it was not possible to extend the helix after more than thirty turns. The physician cut the lead for a new sheath access. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments severed 75 mm from the terminal end. Visual inspection noted the helix was partially extended and dried blood/body fluid and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.